Event description:
In 2007, it was reported to boston scientific corp that a stonetome sphincterotome device was used in an endoscopic retrograde cholangiopancreatography procedure (pt age, gender, and weight unknown). According to the complainant, "during the procedure the cutting wire detached." Follow-up info received from the complainant, indicated that only one end of the cutting wire detached from the device. It was further reported that the physician removed the sphincterotome device and successfully completed the procedure with a second stonetome sphincterotome device. No pt complications were reported as a result of this event.

Manufacturer narrative:
Although the complainant indicated that the suspect device will be returned for evaluation; the device has not been received. Therefore, a device evaluation has not been performed; the relationship between the device and the event is undetermined. The october 2007 15-month stonetome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.